Manufacturer narrative:
This report is filed february 19, 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 as the patient was a non-user of the device.